Manufacturer narrative:
It was reported that the set separated. Two sample model mz9266 was returned for investigation. The sets were examined for defects and abnormalities. Both sets had maxzeros that were separated on the line that didn't have the red or blue slide clamp. No other defects or abnormalities were observed. The customer complaint was verified and quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation between tubing and maxzero could be related to a partial solvent application in tubing (lack of solvent) due to an incorrect solvent application by the assembler or due to issues with the solvent dispenser. The failure mode was addressed under a previous failure investigation. A quality alert was generated on (B)(6) 2024 (the possible lots of the set indicates the set was created before (B)(6) to communicate and reinforce the correct solvent application method using a medica solvent dispenser to avoid separation between components. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim the bedside rn was assess the patient and found that the bd max zero tri-fuse extension set was broken. Per nurse, no blood was lost.